Event description:
Healthcare professional reported left side "irregular devices with multiple folding's and free silicone and rupture signs¿ ultrasound confirmed. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "irregular devices with multiple folding's and free silicone and rupture signs¿ ultrasound confirmed. Device has been explanted.

Manufacturer narrative:
" Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: not observed it is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported left side "irregular devices with multiple folding's and free silicone and rupture signs¿ ultrasound confirmed. The device has been explanted.